Event description:
It was reported that during masseter surgery, the blade broke. It was also reported the fragment fell into the masseter wound near the parotid. It was further reported that the surgeon performed haemostasis and a repair to stop the bleeding. It was also reported that the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete. Device not returned.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text: device not returned.

Event description:
It was reported that during masseter surgery, the blade broke. It was also reported the fragment fell into the masseter wound near the parotid. It was further reported that the surgeon performed haemostasis and a repair to stop the bleeding. It was also reported that the procedure was completed successfully.